Manufacturer narrative:
It is not known at this time if the device will be returned to stryker for evaluation. If the device or additional info is received, it will be reported on a supplemental report.

Event description:
On (B)(6) 2012 gamma3 long nail operation was performed. It seemed that bone of the pt was hard although she was advanced age. After insertion of the nail, guide wire was inserted to her bone and it seemed bent a little. Step drill advanced interfering with the nail. Surgeon tried to pull the drill but it adhered strongly and could not be pulled. After all it extracted it, it took about 1 hour, but there was no damage to the pt. (B)(4)thinks that probably the cause is bending of guide pin.